Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial and right ventricular lead. Lead revision was discussed.

Event description:
New information received indicated that the both right ventricular and right atrial leads were explanted and replaced. The extraction procedure was without complications. No perioperative status change from normal for the patient.

Event description:
Related manufacturer reference number: 2938836-2019-05475. New information received indicated that a fracture was noted on both the right atrial and right ventricular leads.

Manufacturer narrative:
Additional information - the reported event of noise was confirmed. A complete lead measuring 54.8 cm was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures but did find internal shorts due to procedural damage. Visual inspection found three full breach outer insulation degradations noted at 4.5 cm, 12.7 cm and 15.0 cm from the connector pin; one was noted adjacent to the connector boot and two noted at the proximal region of the lead. The outer coil was exposed in these regions. An external insulation abrasion breaching the outer insulation was found at the middle region of the lead noted at 22.2 cm to 22.5 cm from the connector pin which is consistent with friction to another implanted device or feature of the anatomy. The cause of the reported event was due to the exposure of the outer coil at the degradation and abrasion zones. Abbott is continuing to monitor this issue.